Event description:
It was reported that the ilet user experienced low blood glucose during sleep and treated with cookies, ice cream with chocolate syrup, or soda, after which blood glucose rose to 290 mg/dl. Education was provided to avoid overtreating lows, and the user was referred to the clinical line regarding continuous glucose monitor (cgm) target settings or a factory reset. Symptoms included hypoglycemia with a nadir of 39 mg/dl followed by hyperglycemia. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.